Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the device check, the customer biomed engineer reported that the prime switch does not function on the thermogard console (sn (B)(4). No patient involvement.

Manufacturer narrative:
The customer reported that "the prime switch does not function on the thermogard console (sn (B)(6)" was confirmed during the functional testing. The root cause of the reported complaint was due to failed prime switch, likely attributed to the age of the device. The thermogard console was manufactured in june 2011 and it is more than 11 years old, well beyond its expected serviceable life of 5 years.there was no physical damage observed during the visual inspection. The event log review showed no significant discrepancies. Functional testing failed because the system failed to prime after the thermogard console was powered on, thus confirming the reported complaint. The prime switch was replaced to remedy the issue. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).